Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty, stent dislodgement occurred. Vascular access was obtained via radial artery. The 75% stenosed, de novo, 3.0x11mm target lesion contained a >45 and <90 degree bend and was located in the mildly calcified and severely tortuous left anterior descending artery. Following predilation, a 12 x 3.00mm taxus liberté drug eluting stent was selected but was found out that the stent was loosen and on closer inspection, the stent dislodged outside the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.